Event description:
This patient underwent a left total hip at another facility in 1994. The patient has had four revisions since that time, the patient presented at this time with loosening of the acetabular cup. Intraoperatively, the cup and femoral head were removed and replaced.